Manufacturer narrative:
A representative went to the site to preform system check out. It was noted that the gantry would not close all the way. The noticed that the rotor was not homed. Once they adjusted the rotor and operated the door a few time the system was noted as operational. There were no parts replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the gantry would not close fully. The site noted that the gantry will stop closing when the door is a few inches away from making a full o. No patient present.